Event description:
The customer reported via phone call that she experienced unexplained high blood glucose levels. Her blood glucose went up to 500 mg/dl. The customer's high blood glucose symptom was nausea. The customer was delivering a bolus, when the insulin pump alarmed no delivery. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.